Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. The pump was monitored and no unexpected pump error 2 alarm, pump error 43 alarm, pump error 130 alarm, pump error 53 alarm and pump error 38 alarm noted. Successfully downloaded history files and traces using thump. No pump error 37, 39, 41, 42, 79, 80 and 82 alarm recorded in the formatted history file for the event date. Pump error 2 alarm ((B)(6)) and pump error 53 alarm (filenumber (B)(6) linenumber 418) were recorded and found in the formatted history file on: 01/09/2024 08:20:50.000 pump error 2 alarm (filenumber (B)(6)) and pump error 53 alarm (filenumber (B)(6) linenumber 418) were confirmed according in the formatted history file download, suspected on hw. The pump was cut open to perform visual inspection and found corrosion on the motor home switch. Slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 130 alarm and pump error 38 alarm were confirmed according in the formatted history file download due to corrosion on the motor home switch. Pump error 43 alarm was confirmed according in the formatted history file download due to slight corrosion was found on the pcba 1 and pcba 2. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and power loss alarm were expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restart after the pump shutdown. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, pump error 130 alarm and pump error 38 alarm were confirmed according in the formatted history file download due to corrosion on the motor home switch. Pump error 2 alarm, pump error 53 alarm and pump error 43 alarm were confirmed according in the formatted history file download due to slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported multiple pump error alarms. Troubleshooting was performed it was reported insulin pump was not exposed to a high magnetic field and received 130, 43, 53, 2, 38 and the customer was able to clear the alarms and was able to rewind the pump and the test passed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.